Manufacturer narrative:
A device history record review was completed for provided material number 381123 and lot number 4177030. The review did reveal a ¿failure¿ during the catheter/adapter pull test. The records states that the material was rejected, and a quality notification (qn) was opened. Upon reviewing the history of qns and non-conformance reports, no record was found for the mentioned lot. To aid in the investigation of this issue, the affected physical sample was returned for evaluation by our quality team. Through examination of the sample, it was observed that the catheter was detached from the adapter. It was also confirmed that the defect was not caused by a cut, indicating it was likely related to an error that occurred during the manufacturing process. It is probable that this incident is related to the adapter component¿s b diameter being out of specification and improper cooling of the adapter mold¿s ejector plate. For the defect of catheter broke/separated after insertion, a corrective and preventive action plan was implemented in february 2025. The plan includes revisions for clean queue inspections in the process flow when parts with out of specification b diameter are found, clarification for areas where hot and cold water should be used, validation to provide evidence that the current process is capable of producing parts with b diameter within specifications, updates to risk management, and training conducted with personnel involved in all procedures listed. The catheter lot reported for this incident (lot number 4177030) was manufactured prior to the implementation of this action plan. An action has been proposed to open a qn to address the corrective action related to failure in opening a qn identified for lot number 4177030. A statistical analysis of the inspections carried out throughout the process was performed. A quality alert/informative memo was communicated to personnel, emphasizing the importance of correctly following the procedures and registering the qns. Traceability was performed for the assembled catheter lots used in packaging lots. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
E. Facility name exceeds characters limit: (B)(6) hospital. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath catheter separated from hub. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about the catheter came off the angio catheter hub. It was reported that during a-line puncture, when the customer removed it, only the catheter part remained in the patient. (B)(6)2025. It is stated that "it was reported that during a-line puncture, when the customer removed it, only the catheter part remained in the patient." How was the catheter removed from the patient? Unknown. If a procedure or surgical intervention was required, please describe. Were diagnostics required? Unknown. If yes, please describe. Unknown.